Event description:
The patient contacted animas on march 15 stating that the history for alarms, total daily doses, and bolus totals were not accurately recording in the pump history. The alarm history reveals an empty cartridge at 10:56 pm but the patient states there was insulin in his cartridge and he has not changed it this morning or last night. Review of the total daily dose indicates no bolus doses for march 14 and the patient said he did bolus a few times. The patient stated that the bolus history seemed incorrect since there was a bolus dose of 10 units on march 13 at 9:37 and 9:38 pm, which he denies taking. The total daily dose does not match the bolus total for march 12. He said he woke up with a fasting blood glucose level of 380 mg/dl on march 15 and felt nauseated but did not have ketones. At the time the pump did not have power. The patient replaced the battery in the pump and the pump powered on. The patient also mentioned that the time on the pump was off by one hour due to not adjusting for daylight savings time. This complaint is being reported because the history in the pump was reportedly discrepant. The patient's reading and symptom are not indicative of a serious diabetic injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no boluses were observed in the pump history, total daily dose, or black box for (B)(4) 2012. An empty cartridge alarm was verified on (B)(4) 2012 at 10:56 pm and the pump history indicated that the cartridge was not replaced until 9:56 am on (B)(4) 2012. A normal bolus and an audio bolus were performed and were accurately recorded in the pump history. The pump was found to be accurately calculating the insulin remaining during pump testing. The pump was primed until zero units remained and the pump alarmed for an empty cartridge appropriately.